Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 01/14/2016. Retain and return product was tested and functioning according to specification. Investigation: a review of the device history records confirmed the lot passed finished goods release criteria. Retain cartridges from the lot were tested in whole blood and I-stat tricontrols level 2. Returned cartridges from the customer were tested in whole blood. The customer complaint was not reproduced. Test results for the retain and returned cartridges met the acceptance criteria found in q04.01.003 rev. W, appendix 1- product complaint level 2 and level 3 investigation procedure. Investigation confirmed the lot is performing to specification. No deficiency identified. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. The patient is reported to be in chronic kidney failure and a result of 1.1 mg/dl (in the normal range) would not be consistent with the clinical picture. Based on the limited information, there is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results for hematocrit, hemoglobin and creatinine on a 94 year old male patient with diagnosis of chronic kidney disease stage 3 and hypertension. There was no additional patient information available at the time of this report. Return product is available for investigation. Date:(B)(6) 2015, sample: a, collection time: 1300, test time : 1305, hct: 69, hgb: 23.5, crea: 1.1. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).